Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon replacing an old device with this new device low out of range pace impedance measurements were noted on the right ventricular channel. The patient was not pacemaker dependent. A request for technical advice was requested. No adverse patient effects were reported.

Event description:
Boston scientific technical services (ts) confirmed low out of range pace impedance measurements and had some follow up questions regarding this case. It was noted that the patient was not pacemaker dependent but had a low escape rhythm of 32 beats per minute. Ts wanted to get confirmation when it comes to this as well as the model/serial of the lead. No further information was obtained or provided.